Event description:
Son was tested at school ((B)(6) high school) for covid using the abbott bianaxnow lot 148128r, exp 3/4/2022. The rapid test produced a false positive result. This required my son to get a follow-up pcr which was in turn negative; 3 other students who were tested at the same time also has false positive results causing them to reflex to pcr confirmation testing. FDA safety report ID# (B)(4).